Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort(described as pain) at the ipg site. As a result, the patient underwent surgical intervention wherein the ipg was explanted.

Manufacturer narrative:
Brand name was unintentionally omitted from the initial report. This report contains the corrected data. Date of explant was unintentionally omitted from the initial report. This report contains the corrected data. The report of discomfort at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. During analysis of the returned ipg no anomalies were identified that would have contributed to the reported issue. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site. The patient stated that they could sometimes feel the ipg shift/tilt in the pocket. The report did not state any intervention of the pocket site; relocation